Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the incorrect reprocessing was the user. The reprocessing manual states that reprocessing must be performed on the first use. It also clearly states that endoscopes and accessories should not be stored in the carrying case of the endoscope. Confirmation from the compliant information that the procedures were not followed at the user's facility, and therefore, it was determined that the event was caused by the user. The event can be detected/prevented by following the instructions for use which state: ¿8.2 storing the disinfected endoscope and accessories. ¿ do not store the endoscope and/or accessories in the endoscope¿s carrying case. The carrying case does not provide a proper storage environment for patient-ready endoscopes. Storing patient-ready endoscopes in the carrying case may pose an infection control risk. Use the carrying case only for shipping the endoscope and/or accessories. Any endoscope or accessory removed from a carrying case must be reprocessed prior to patient use or storage in an endoscope storage cabinet.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that four demo colonovideoscopes have possibly been used on patients without being cleaned. After use, it was cleaned with the oer-4 (endoscope reprocessor) and stored in a carrying case. There was no report of patient harm. This report is linked to the following patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue, and is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.